Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump after a restart the failure did not reoccur. No harm to any person has been reported. The event occurred during a routine check. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation and repair on 204-11-26. The failure could not be reproduced. As a preventive measure the pump control board was swapped with another pump. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure can be linked to the following most possible root causes according to the hl 20 risk assessment: fail of device because of: - failure of motor, motor controller or control circuitry - failure of pump control board (pump stop) - defective tacho, relay or pump belt the review of the non-conformities has been performed on 2024-11-26 for the period of 2018-07-30 to 2024-11-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-07-30. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message safety-s" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the indian market on a significantly similar device to "vario twin, hl20", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. The event occurred during a routine check. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required.